Event description:
It was reported that the patient presented to the clinic for a scheduled follow up. Upon interrogation, the left ventricular (lv) lead exhibited high capture threshold measurements. X-ray revealed that the lv lead was in a suboptimal location. The lv lead was explanted and replaced on (B)(6) 2025. The patient had no adverse consequences.